Manufacturer narrative:
Block e1: the physician present for this case was: (B)(6) block h6: problem code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was kinked and was detached from the handle. In addition, the handle was detached from the working length. Microscope inspection revealed that the handle cannula presented marks of handle screws indicating that the cannula was pulled out. No other issues were noted. The reported event was confirmed. Based on all available information, it is likely that the detachment of the handle cannula and kinks may be related to some technique applied by the costumer during the procedure. Microscope inspection revealed that the handle cannula presented the handle screws marks indicating that the detachment could have been caused by some extra force/tension applied to the device that resulted in kinking and detaching the cannula from the handle. Part of this tension/force could have contributed to the damages observed in the handle and detaching it from the working length. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During preparation, the handle cannula of the device was broken. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The physician present for this case was: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation, the handle cannula of the device was broken. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.